Manufacturer narrative:
(B)(4): brief description of complaint: the hemostatic effect for the adenoid case was not very good. The bleeding of the adenoid tissue had to be coagulated several tries and there were sparks as well. When the surgeon started to ablate at the adenoids and after about five minutes the wire went out of the housing. The housing melted, and wire also broke, however, nothing was left on the patient. The tip was cleaned by brushing and a wet gauze cleaning. Analysis conclusion: complaint confirmed: the electrode wire is broken, detached from the plastic housing and is unaccounted for. The plastic housing is melted with > 33% of the wire square exposed and the electrode wire has minimal support from the housing with deformation, which fails to meet the acceptable damage requirements. The complaint could not be recreated for the device sparking issue that was reported in the complaint description, however, activating the device outside the field of tissue can create arcing which can cause the gap between the tissue and the device in the field to create sparks. The complaint could not be recreated for the weak coag issue that was reported because the device handle was not returned for complaint investigation and the adenoid tip sustained considerable damage which renders the returned adenoid tip inoperable. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ent case, the surgeon reported sparking intermittently from the plasmablade device tip. It was also reported that the device tip melted, and the wire fractured. Nothing detached or remained in the patient. There was no patient injury reported.